Event description:
Patient believes that his cmg alerted him that his blood glucose concentration was dropping, but that he didn't hear the alarm. Patient's wife attempted to contact him by telephone and came to patient's office when she was concerned that he didn't answer. Patient's wife found him unconscious and contacted the paramedics who were able to revive him.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.